Event description:
It was reported that the patient had their entire neurostimulation system explanted due to infection. The infection was reported to exist in the pocket and lead track. Perioperative antibiotics were given and a culture was taken from the pocket. Oral antibiotics were given to the patient following surgery and the infection was ongoing.

Manufacturer narrative:
Product ID, 3889-28 lot# v691382, implanted: 2011 (B)(6), product type lead product ID, 3037 serial# (B)(4), product type programmer, patient (B)(4).